Manufacturer narrative:
(B)(6).

Event description:
It was reported by the customer before use that the cardiosave intra-aortic balloon pump (iabp) malfunctioned. The ECG cable was broken. There was no patient involvement and no harm was reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. It was stated that there was a physical damage with connector of ECG cable. The fse replaced a ECG cable (0012-00-1812-02). The unit passed functional check according service manual and was returned to customer for clinical use. Logs were not available.